Event description:
It was reported that it was thought the leads may be broken, ¿busted loose/out of wack.¿ it was noted that on the second saturday after surgery, the patient ¿got a big lump back there and had pain.¿ it was noted that even after turning the stimulation off, the patient still felt it sending shocking sensations through her feet and it made her jump. It was noted that the patient was going to have an MRI that was related to the device therapy and that the area to be scanned was the back. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).